Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that during a mechanical thrombectomy of internal carotid artery for an acute ischemic stroke (ais), an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9630739) was advanced to the origin of the left internal carotid artery. When the intermediate catheter sy3 was pulled from the patient¿s body, the emboguard got kinked at 5 - 10 cm from the tip. Due to a kink, nothing could be passed through the catheter lumen, so it was removed from the patient¿s body and replaced to optimo. The procedure was successfully completed. The physician commented that the catheter was used as usual, and there was nothing particularly different from usual until the issue occurred. Other concomitant devices were 35 radifocus stiff guidewire, simmons sy3 intermediate catheter. The devices were used according to the instructions for use (IFU). No negative impact to the patient was reported. A continuous flush was done. Aorta arch type. Additional event information indicated that there was no break in device integrity at the site of the defect, leading to separation into two or more separate pieces.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported by a healthcare professional that during a mechanical thrombectomy of internal carotid artery for an acute ischemic stroke (ais), an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9630739) was advanced to the origin of the left internal carotid artery. When the intermediate catheter sy3 was pulled from the patient¿s body, the emboguard got kinked at 5 - 10 cm from the tip. Due to a kink, nothing could be passed through the catheter lumen, so it was removed from the patient¿s body and replaced to optimo. The procedure was successfully completed. The physician commented that the catheter was used as usual, and there was nothing particularly different from usual until the issue occurred. Other concomitant devices were 35 radifocus stiff guidewire, simmons sy3 intermediate catheter. The devices were used according to the instructions for use (IFU). No negative impact to the patient was reported. A continuous flush was done. Aorta arch type. Additional event information indicated that there was no break in device integrity at the site of the defect, leading to separation into two or more separate pieces. Visual inspection of the product revealed kinks in the shaft at approximately 35mm, 60mm, 70mm, 75mm, 90mm, 100mm, 105mm, and 120mm from the distal end, and damage (flattening) in the shaft in the range of approximately 75-120 mm from the distal end. No damage was observed anywhere else on the device. Visual inspection also determined that the returned emboguard was correctly manufactured and all adhesive joints were intact and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 135mm of shaft from the distal end) such that the ball gauge could not be advanced further to the distal side beyond this point without resistance. It was confirmed that the 0.038inch guidewire and dilator could not be advanced beyond this point without resistance. In a previous replication study of a similar event, the sample emboguard bgc was advanced to the right ica. Upon removal of the access catheter, the sample emboguard bgc flattened at the tortuosity of the right internal carotid artery. An attempt was made to withdraw the sample emboguard bgc, but resistance was felt upon withdrawal of the device. The bgc shaft flattened as it passed through the tortuosity of the internal carotid artery. Replication studies determined that the tortuosity and the device being withdrawn without support may have contributed to the flattening. The package inserts states, "do not insert this product distal to the internal carotid artery." Based on the details of the complaint, it was not possible to determine that the product was used in this manner. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A device history review (DHR) associated with lot 9630739 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d4 (4. Primary UDI number), d9, g3, g6, h2, h3, h4 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.